Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the cannula did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was not worn.

Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the needle mechanism not deploying as intended. Although no problem was found with the device, it could not be determined when the cannula deployed, and the cause of the reported failure of the cannula not deploying could not be determined. Investigation found the exposed portion of the soft cannula to be kinked. Despite this damage, fluid was able to flow through the entire fluid path. The download data shows not timeouts or drive stalls that would indicate a struggle to deliver insulin. It could not be conclusively determined when or how this damage occurred.